Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test, due to protruded and loose drive support disk. Unable to verify prime alarm, due to motor error alarm. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump alarmed during the prime process. Insulin shoots out. The blood glucose reading is 220 mg/dl. Customer treated with manual injection. The insulin pump alarmed during the basal delivery. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.